Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the evaluation.

Event description:
A maude event report was received from a user facility that wished to remain anonymous. The report stated that the facility had been using the listed device to access a pt's implanted portal for administration or tpn. On an unk date in 2013, the report alleges that a black spot was noticed by the rn during routine change of the listed device. The report states that the black spot was the "port coming through the chest wall". The post was then replaced on an unk date in 2013. No permanent adverse effects to pt reported.